Event description:
This is report 2 of 4 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The cause of the peritonitis was unknown. The patient was treated with IV (intravenous) unspecified antibiotics for the peritonitis. The patient was eventually discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). It was reported on follow up that the peritonitis event occurred while the patient (pt) was on vacation, and the patient may have gone swimming on the beach. On an unreported date, the patient?s peritoneal dialysis (pd) catheter was removed and the pt was placed on back up hemodialysis (hd). The pt has recovered from the peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd894287 and no exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4).